Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted that the proximal winding had partially unwound. The root cause of the event is likely due to the unit being subjected to rough conditions within the vessel. As stated in the instructions for use (IFU), "balloon degradation and rupture may result from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received on october 27, 2015: a 6f x 11cm sheath" was used for the procedure. The catheter was used "during a declot procedure on the arterial side. Arterial side was normal but when pulling through the access into anastomosis and graft, there is clot." The balloon was inflated, "however the physician could not get the balloon out of patient and sheath." The other balloon sent to applied "was not used on patient as physician could not thread wire through the fogarty. Another fogarty (same model) was used without issue.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Declot - "python introduced into venous side of graft in arterial direction. After 2 pull through physician notice it didn't feel right. Device removed & noticed it was unraveling." Patient status: "no problems".